Event description:
Attorney reported: in 2004 - pt underwent procedure to explant a previously implanted bard hernia mesh. During this procedure a recurrent hernia was repaired with a bard composix e/x mesh. Four days layer- the pt was discharged. Immediately after the recurrent hernia repair, the pt started experiencing abdominal pain, vomiting, diarrhea, fever and chills. In addition, the pt was experiencing continuous draining from the site and mid-epigastric tenderness. The pt was examined by her physicians and they discovered a slight opening of the abdominal wound was discovered with yellow greenish discharge. An infected mesh was suspected and surgical removal was scheduled. At about 12 days later, pt was admitted to the hospital. The composix mesh was removed and sent to pathology the pathology report revealed an infected composix mesh. An intravenous PICC line was placed and the pt was treated with antibiotics. Five days later, pt was discharged from the hospital. The pt underwent IV antibiotic treatment at home for the following six (6) weeks. In 2005 - the pt's hernia recurred several months later and was repaired with another bard mesh. As a result of the defective composix meshes and the medical visits and surgeries it necessitated. The pt has suffered and will continue to suffer physical pain and mental anguish. The pt has been prescribed antidepressant medication due to situational depression related to her defective composix meshes.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. See MDR 1213643-2009-00291 for info related to the composix e/x mesh implanted in 2004.